Manufacturer narrative:
Initial.

Event description:
It was reported that the user observed intermittent lapse of ilet glucose readings when paired to a dexcom g7 continuous glucose monitor (cgm), consistent with signal loss to the ilet. No adverse clinical symptoms reported. Outcomes included replacement of the dexcom g7 sensor and completion of troubleshooting and education. User support included user interview and review of device performance as reported by the user. Investigation of this case revealed a brief cgm communication issue affecting data continuity to the ilet, with no adverse clinical events and resolution after sensor replacement. It was concluded, based on similar reports, that the cause was temporary cgm communication interference.